Event description:
It was reported that the patient presented post-procedure, after leaving the procedure room. It was observed that the newly implanted right atrial (ra) lead was dislodged via chest x-ray. The ra lead revision was performed on (B)(6) 2025. The patient was in stable condition.